Manufacturer narrative:
The manufacturing location for this product is (add OEM site name). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd microtainer® contact-activated lancet, the lancet needle failed to retract causing a needlestick to the healthcare provider. No adverse impact was reported regarding the patient or user.